Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. No physical damage was observed at the locations where the foreign material was found. Moreover, it was presumed that the biopsy channel port was shaved since the shaft of the cleaning brush was scraped. However, while the device malfunction was confirmed, the root cause for the presence of the foreign material in the subject device could not be determined. The event can be detected/prevented by following the instructions for use in: operation manual_ preparation and inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Instructions_ cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device. Additional information.

Event description:
It was observed during the device inspection, that the bronchofiberscope exhibited foreign objects in distal end, dirt on light guide lens, also, forceps channel port is shaved. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.